Event description:
The customer reported that the system was intermittently unable to perform fluoroscopy x-ray. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cables, x-ray tube and hard drive were replaced. The system was tested and found to be working as intended and put back into service.